Event description:
The customer reported cracks on the insulin pump. Troubleshooting was performed. The customer stated that condensation on the device was noticed after showering. The buttons also were unresponsive, and the insulin pump was delivering insulin on its own. Advised the customer to stop using the device. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.